Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys (B)(6) gen. 2 immunoassay (B)(6) on the cobas e 411 immunoassay analyzer (e411). The testing was performed for insurance purposes. The sample was measured with the roche (B)(6) assay and resulted as 0.532 coi ((B)(6)). This result was reported outside of the laboratory to an insurance company appointed doctor. The same sample was measured in a second laboratory using an (B)(6) method and this result was (B)(6). Based on the (B)(6) result, the doctor requested a repeat of the sample. The sample was repeated for (B)(6) at the second laboratory on a roche modular analyzer, resulting as 226.7 coi ((B)(6)). The sample was also repeated at the second laboratory on an abbott architect analyzer and the (B)(6) result was 455.19 coi ((B)(6)). No adverse events were alleged to have occurred with the patient. The (B)(6) reagent lot number was 217222, with an expiration date of 11/30/2017. From (B)(6) 2017, no valid quality controls were tested with the reagent pack that was in use. The software showed that controls were tested on another reagent pack on (B)(6) 2017, but this pack was first registered on the system on (B)(6) 2017. It was suspected that the user changed the date on the analyzer in order to run controls dated (B)(6) 2017. Upon investigation, calibration signals were found to be around 30% lower than expected. Quality control recoveries fluctuated. No sample material was available for further investigation.